Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. PMA: k111959. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. Device history record (DHR): initial evaluation without sample- the device history record has been reviewed. The device history record was released with two deviations: vacuum treatment with error communication between the machine and the mes. Microbiological deviation. Both above deviations are not relevant to this complaint.

Event description:
It was reported that there was a product issue with histoacryl. The malfunction was noted prior to patient use. When opening the package, an empty ampule was found inside. It seemed that the bottom was missing or cut off. Additional information was not provided.

Manufacturer narrative:
There is one previous complaint of the same code-batch regarding ampoule leakage. We have received an open pouch with an empty and unsealed ampoule as can be seen in the enclosed pictures. The batch manufacturing record of this product has been reviewed and there are no deviations regarding this issue. The machine for filling histoacryl ampoules and packaging them into the pouches was designed to detect every pouch and non-conforming ampoule and sort them out. Although the review of the batch manufacturing record confirm that no incidences regarding this issue were found during the production of this code-batch, we assume a temporary failure of the filling and packaging machine as no other customer complaints related to this issue have been received of this code-batch. The manufacturer of the machine is looking into this issue and will propose some measures in order to avoid that this issue happens again. We conclude that the complaint is confirmed by evidence of the sample received. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.